Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: iw1416c105axh, UDI # (B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that post the index procedure there was a vascular complication and a type ii endoleak detected at 2 months follow up. Per the investigator, the event was related to the device and but not related to the procedure. No additional clinical sequelae were reported and no further information is available.